Event description:
"Caller alleged discrepant results on three pts compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: >7.5, lab: 2.5-3.5. Three pts had inr >7.5 and lab results between 2.5 and 3.5.

Manufacturer narrative:
Investigation pending.